Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (4) years, since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine, what foreign material was involved. However, it was confirmed, that the foreign material remained in the auxiliary water channel. The foreign material may not have been removed, because reprocessing could not be conducted properly, due to damage on channel tube. The suggested event is detectable/preventable, by handling the device in accordance with the following instructions for use. Instructions for use states, the detection method in pcf-190 series, operation manual chapter 3: preparation and inspection. Instructions for use states, the preventative measures in pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.